Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on 04jul2019 with heart palpitations, a fever and chest and abdominal pain. A chest x-ray was performed that revealed pulmonary congestion that had slightly worsened since their previous chest x-ray. The patient also had severe left ventricle systolic dysfunction and mild mitral regurgitation. There was no evidence of a mass or vegetation and the patient device parameters were normal. A blood culture was taken that revealed candida glabrata and candida dubliniensis bacterial infections. A central line was inserted and the patient was treated for bacteremia with vancomycin, ceftriaxone and fluconazole. The patient's pains resolved. All subsequent blood cultures taken were negative, and the patient was discharged on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between with heartmate 3 left ventricular assist system, serial number (B)(4), and the reported events (infection, sepsis, elevated lactate dehydrogenase, and patient condition) cannot be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(4). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use (rev. G) contains the following information: section 1 lists infection and sepsis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.